Event description:
It was reported that the patient experienced changes in the paraesthesia during postural changes and was unable to tolerate the stimulation. The patient underwent a procedure in which the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system was replaced. It was additionally reported that the patient is doing well post-operatively.

Manufacturer narrative:
The device was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the ipg instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able to confirm the root cause of the event. The ipg was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is known inherent risk of device.

Event description:
It was reported that the patient experienced changes in the paraesthesia during postural changes and was unable to tolerate the stimulation. The patient underwent a procedure in which the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system was replaced. It was additionally reported that the patient is doing well post-operatively.

Event description:
It was reported that the patient experienced changes in the paraesthesia during postural changes and was unable to tolerate it. The patient underwent a procedure in which the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system was replaced.